Manufacturer narrative:
The received sample was found in the outer blister including cover foil. The sample was fixed with adhesive tape. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The instrument was investigated. The fracture surface did not show signs of corrosion. Since in this case both blades were broken off a destructive investigation was also performed. The scissor insert was removed from the instrument and investigated. No further signs were found indicating the cause of the fracture. The root cause of the fracture cannot be determined . A 100% functional test is performed during production, which ensures that the instrument fulfills the specification before it will be delivered. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample was received at the manufacturer. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturers acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. No injuries have been reported or are expected related to this issue. The sample is not available for investigation; therefore, damage cannot be confirmed or rather a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure a part of the micro scissor broke off and fell to the back of the patient's retina. The part was removed during the same procedure which lengthened the surgery time. It is unknown if there was retinal damage. Additional information has been requested but not received.